Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of three devices. One device has a disengaged spring and broken bridge. The other two devices showed no abnormalities. All three devices were fully fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged spring may occur if excessive force is applied when removing the device from an endo hernia instrument. When excessive force is applied the bridge which holds the spring in place can break allowing the spring to disengage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the peritoneum during a laparoscopic inguinal hernia procedure on (B)(6) 2017,the device partially fired but was difficult to load. Some staple loaders fell into the patient's cavity but all have been retrieved by the surgeon during the surgery. The surgeon used 3 loaders with the same device to complete the peritoneum closure. There was no patient injury.